Manufacturer narrative:
H3 other text : the device has been returned to and will be evaluated at a third-party service center.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the investigation is complete.